Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging a customer was having a problem engaging the CPR function of the bed. A hill-rom service technician was dispatched and performed an investigation of the cause of the problem. The technician found the CPR handle broken during his inspection where he ordered parts and then replaced the CPR handle to return function back to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.